Manufacturer narrative:
(B)(4). The knife is trapped and contained within the jaws, which allowed the jaws to stay stuck. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. The IFU cautions to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. When the knife trapped, the trigger was forced and this caused the webbing to protrude. The webbing was both sharp and not sharp. The IFU states to gently pull the cutting trigger to engage the cutting mechanism. The clear insulation was damaged. The device failed hipot testing. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do, so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.

Event description:
The customer reported that the jaws of the device would not close properly during and lavh procedure. There was no injury to the patient. The device was returned to covidien and visual inspection discovered the webbing was protruding from the hinge and the clear insulation was damaged.